Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the reported issue. However, upon power-up of the iabp unit, a power-up test fails code #14 was generated. The stm replaced the scroll compressor (0119-00-0236). In addition, the stm adjusted the vacuum regulator and pressure regulator. During the adjustments, the fse noted that the pressure value was out of threshold which caused the iabp unit to generate the message. The fs completed all safety, functionality, and calibration checks which passed to meet factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient while in transport to an affiliate hospital, the cardiosave intra-aortic balloon pump (iabp) generated an "iabp may require maintenance" message. The customer plans to swap out the iabp unit with a back up iabp upon its arrival at the hospital. There was no patient harm reported.